Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The sata cable was rerouted during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9900 sys took several attempts to boot up. No pt injury was reported.